Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) / endoscopic camera manipulator (ecm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the psm/ecm for evaluation. Therefore, the root cause of the reported failure mode has not been determined.

Event description:
It was reported that during a da vinci system preventative maintenance that the cannula mount for the endoscopic camera manipulator (ecm) was found to be loose. There were no reports of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) unit was returned for failure analysis and the reported error 2301 was confirmed but not replicated. In logs, error 23014 was confirmed indicating that an encoder index was seen when it wasn't expected, pointing to axis 6. Installed the ps onto a golden system where no faults occurred in normal mode and the unit functioned as expected. It was tested the unit on a patient side cart fixture test platform (pftp) where it failed friction tests on axis 1 and 2. Also, completed check sensor tests without a fault. After testing was complete, visual inspection found no issues related to the reported event. There is no allegation of a product issue from the customer. This complaint was generated due to system parts requiring repair/replacement identified during a pm. Failure analysis determined that the probable root cause of this issue is related to the axis 6 potentiometer and motor assemblies, which are consistent with the reported event. No specific risk assessment can be performed for the pm event.